Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when it was noted on transesophageal echocardiogram that there was thrombus behind the device in the laa. The physician fully recaptured and removed the wds from the patient. On visual inspection of the wds there was a large thrombus within the sheath attached to fabric of the closure device. The procedure was continued with a new wds after this event. The new closure device was successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient did fine following these events.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (flx) with the implant inside the sheath, blood in the device and a spot of blood on the implant fabric. The hub, shaft, tip, core wire and implant were visually, tactilely, and microscopically inspected. There were numerous kinks in the sheath. The tri-cuts on the tip were flared and there were abrasions on the inside of the sheath. The implant fabric was not uniform around the struts and appeared shorter than the rest of the fabric. The implant fabric was measured and found to have met the design requirement of 40% overall coverage of the implant length from proximal face to distal end. However, the fabric was not proximal (or below) the fabric retention feature per visual standard and was not hooked through one of the proximal anchors. Inspection of the remainder of the device found no other damage or defects.

Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when it was noted on transesophageal echocardiogram that there was thrombus behind the device in the laa. The physician fully recaptured and removed the wds from the patient. On visual inspection of the wds there was a large thrombus within the sheath attached to fabric of the closure device. The procedure was continued with a new wds after this event. The new closure device was successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient did fine following these events.